Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent early-morning hypoglycemia while using the ilet, with concerns that closely timed meal announcements contributed to a gradual overnight decline; clinical inspection and training were requested, and blood glucose was normal at the time of the call. Symptoms included low blood glucose with a nadir of 52 mg/dl without reported acute neurologic or cardiopulmonary effects. Outcomes included a transient low under one hour that was self-treated with oral glucose, with no need for external assistance and no medical intervention or hospitalization. Investigation included complaint intake, review of user-reported blood glucose data and use patterns, and provision of troubleshooting and education regarding announcement timing. Investigation of this case revealed low glucose consistent with hypoglycemia of unclear cause, with user behavior related to closely spaced announcements considered a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear.